Manufacturer narrative:
The ge service representative did not perform service on the system. The error was cleared by the customer. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system did not display the dosage measurement. No pt injury was reported.